Event description:
It was reported that following a coronary artery stenting procedure, the pt experienced anemia. The lesion being treated in the index procedure was located in the proximal left anterior descending (prox lad) artery. The physician treated the lesion by implanting two (3.00x24mm & 2.50x24mm) taxus express2 study stents. At 427 days, after the index procedure, the pt had decreased hemoglobin with tarry stools and gastric mucosal bleeding. The pt was hospitalized and treated with a blood transfusion and medication along with termination or change of antiplatelet agents. In the opinion of the physician, the relationship of the anemia to the taxus stents is not related.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.